Event description:
It was initially reported that the actual residual volume of 12 ml was greater than the expected residual volume of 4.6 ml. The patient was somewhat "floppy" on (B)(6) 2010. The patient had had no fails or trauma, nor had they had an MRI. A motor stall was not noted in the pump logs. In later reporting from (B)(6) 2010 it was noted there was a volume discrepancy with the actual residual volume being less than the expected residual volume. "The hcp was expecting 12 cc and got zero." At the last refill, they were expecting 12 cc and got 8 cc. It was believed that all the drug went into the pump at the last refill, but it was noted that the patient's pump was difficult to refill due to excess weight. On (B)(6) 2010 ,another reporter noted the actual residual volume of 12 ml being greater than the expected residual volume of 4.6 ml. The patient experienced withdraw on (B)(6) 2010 and was experiencing pruritus. The event occurred during a normal refill cycle. The patient's pump was refilled on (B)(6) 2010. It was noted that they had had difficulty accessing the patient's pump for refills in the past. It was possible there was a pocket fill or partial pocket fill on (B)(6) 2010. The pump contained 2000 mcg/ml lioresal with a dose of 718.4 mcg/day. The patient's outcome was not reported. Additional information has been requested; a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).